Manufacturer narrative:
The field service engineer (fse) inspected the instrument and performed a general check. The customer reported receiving random liquid level detection (lld) alerts on the samples. The fse replaced the reagent and sample needles. He also replaced the measuring cells and performed a calibration check. He performed a performance check by conducting calibrations and repeatability tests with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys he4 assay (he4) result for 1 patient sample tested on a cobas e411 rack. The initial result was not reported outside of the laboratory. The initial result was 15.00 pmol/l with a data flag. The repeat result was 127.5 pmol/l with a data flag. The reagent lot number is 533180. The expiration date was requested but not provided.

Manufacturer narrative:
The expiration date of the reagent was (B)(6) 2022. The customer's calibration signals were within the expected ranges. The qc data and alarm trace were requested but not provided. The pre-analytical data included a review of the centrifugation time of the sample. The centrifugation time of 6 minutes was noted to be short but the recommendation of the manufacturer was not known. The reagent performs within specifications. Based on the data provided, a general reagent issue can be excluded. The cause of the event could not be determined.